Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. D10 ¿ product received on: (B)(6) 2019. Investigation ¿ evaluation. A review of the complaint history, device history record, drawing, instructions for use (IFU), manufacturing instructions, quality control, and specifications of the device, as well as a visual inspection, functional test, and dimensional verification, were conducted during the investigation. One used device was returned for this investigation. The distance between the hub and cap was measured and the number of threads showing were within the correct specifications and tolerances. Tug and twist testing on the catheter tubing confirmed it was secure within the proximal assembly. Leakage could not be confirmed during table-top testing. During attempts to remove the connector cap from the hub, the cap broke so no component dimensions or observations could be made. With the known information, there is no evidence to suggest the device was not manufactured within the correct specifications and tolerances. Additionally, a document based investigation evaluation was performed. The proper procedures are in place to identify and prevent this failure mode prior to device distribution. The risk specifications covering mac-loc drainage catheters include both hub separation and leakage as a potential failure mode. The identified risk controls include manufacturing quality control checks and process validation. The technical files covering mac-loc drainage catheters indicate that the risks associated with these devices are acceptable when weighed against the benefits. A review of the device history record for the lot found no related nonconformances. The mac-loc assembly lot and catheter shaft subassembly lots also revealed no related nonconformances. A database search revealed no other complaints have been reported for the complaint lot number. As there are no related nonconformances or other complaints received for the same lot from the field, there is no evidence to suggest there are any nonconforming products in house or out in the field. Based on the information provided, the examination of returned product, and the results of the investigation, a definitive root cause could not be established. Appropriate measures are being conducted to address this failure mode. The appropriate personnel have been notified. Per the quality engineering risk assessment no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Additional information: d5, d10. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Device available for evaluation: unknown. Occupation: facilities lead. PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported an ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter was used for a thoracentesis procedure in an unknown patient. As reported the staff observed leaking from the catheter and hub after placement. The procedure was completed successfully with another catheter. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.